Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 11/29/2021. H6: investigation: one used sample were received by our quality team for evaluation. From the sample, a crack line was observed on the front and back of the syringe barrel. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The syringe assembly process was reviewed. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, it leads to the subsequent syringe to rub against the jammed product and causes damage on the barrel body and resulted in the leakage past stopper. However, if the air jet, located at the auto-reject station which used to blow off the part from dial pocket, is out of position, it will lead to poor part throw out and flow to the subsequent process.

Event description:
It was reported when using the bd eclipse¿ needle, the device experienced leakage past the stopper. The following information was provided by the initial reporter. The customer stated: stopper leak.

Event description:
It was reported when using the bd eclipse¿ needle, the device experienced leakage past the stopper. The following information was provided by the initial reporter. The customer stated: stopper leak.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.